Event description:
The wife of the patient reported that the patient has experienced "lows often" since switching to his infusion device in 2006. She stated his blood glucose has been as low as 20mg/dl. The wife is concerned that the patient is "doing something wrong". The wife stated that the patient's lows were originally attributed to pneumonia. The patient's symptoms of low blood glucose are sweaty, pale, and confused. The wife stated that she gives the patient "baker's chocolate and orange juice" when his blood glucose is low. She then waits 15-20 minutes and retests his blood glucose. The patient's normal blood glucose range is around 150 mg/dl. The patient has been adjusting his basal rates and bolus amounts with the guidance of his physician. Upon follow up on the following year, the patient's wife stated that the patient was still having issues with the stability of his blood glucose. A request for patient training was submitted. A company clinical specialist spoke with the patient and he stated he is a "big eater" and has a very stressful job that could cause fluctuatons in blood glucose levels. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.